Event description:
It was reported that this pacemaker patient experienced a syncopal episode. Upon device interrogation it was discovered this pacemaker system exhibited high out of range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The device logbook had episodes with noise/oversensing and there was no capture at maximum outputs in both bipolar and unipolar. The patient is not dependent. The physician elected to continue to monitor the patient/system. This pacemaker system remains in service. No additional adverse patient effects were reported.